Event description:
The customer reports that display is no longer working. He has replaced this with a spare unit and this order is to replace their spare stock. There was no report of any pt harm or delay in treatment as a result of the reported events.

Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays pt vital signs data from multiple bedside multi-parameter pt monitoring devices through either wires or wireless connections. Welch allyn product service received the display from the customer and confirmed the allegation that the monitor won't power up. The acuity display is an off-the-shelf computer peripheral made by another MFR and sold by welch allyn. Welch allyn does not posses troubleshooting capability beyond identifying these subcomponents as the sources fo failure.